Event description:
It was reported to philips that the system often freezes. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened, and procedure was completed by restarted the system. A field service engineer (fse) checked system and confirmed that system was freezing intermittently. Review of the system log file fse confirm that hdd (hard disk drive) was abnormal. Upon troubleshooting fse found issue with x-ray flu. To resolve the issue fse recreated images disk. After recreated images disk, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. User restarted system to continue working the same allura system. This scenario includes that the system is restarted normally. Since the system restart and procedure is completed on same allura system and it is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, the user dose not clean the image disk before using it properly, that's the issue happened. This event would not be reportable. The codes were updated based on the investigation outcome.